Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, instability and loosening of the tibial component at the cement to implant and bone to cement interface. Competitor cement was used. The patient fell approximately 3 weeks after her primary arthroplasty. Up until that point, she was doing very well and felt great. The fall disrupted her repair and required an I&d on (B)(6) 2018. At that time, the surgeon felt that all the components were well fixed but the patient still complained of pain and a feeling of instability. Complaints from the patient were cause for today's revision. All labs were negative for infection. The surgeon identified erosion around the patella cement bone interface and felt that this could be a source of pain and was caused from the previous fall. A revision to an attune revision tray with stem and sleeve was performed. Doi: (B)(6) 2018 (tibial tray and patella), doi: (B)(6) 2018 (insert), dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.